Event description:
The needle was lost in the vaginal tissue during routine closure of laceration after birth. The needle detached from the suture thread during normal use of suturing lacerations. FDA safety report ID # (B)(4).